Event description:
On (B)(6) 2014 initial notes: customer states: checked bg 23. Customer states: was in the hospital because the xmter was not working and the needle that goes in the body. Customer states: sweats a lot and the thing did not stick to customer's body and did not know. Customer states: went into coma because bg was too high. Customer states: does not remember what the bg was at the time of the of the hosp. Customer state: does not remember the exact day but went in sunday and was released on a friday. Customer states that the hosp may have hoot everything off body to do an x-ray but not too sure. On (B)(6) 2014 initial notes: customer called states that he was in the hosp 2 weeks ago and yesterday he had emergency go to his house he was in a semi coma. Time/date of admission: emergency was contacted not admitted. On (B)(6) 2014. Bg value at the time of admission: 20. The reporting party is: customer/(B)(6). Customer states: the significant events leading to the emergency were: customer states: his bg was at 100mg/dl at noon and ate vegetable soup then he does not remember anything after that. Customer states the perceived cause of the low bg was: he feels his transmitter is not working.

Manufacturer narrative:
We have not been able to collect more info about the incident. The reference samples were visually inspected of the adhesive tape and tested for flo, leak and ventilation to the p-cap. All test results were within spec. The batch record 5060842 is verified and found within spec. The claimed failure can not be confirmed. An investigation as been performed based on the customer complaint description and the reference samples from the same lot number. If a new info becomes available, the complaint will be re-opened and appropriate actions will be taken. As pt describes two separate incidents leading to elevated blood glucose levels which caused a coma and a semi coma, unomedical has created two separate complaint files for this complaint. Both files are reported under reference no (B)(4) according to 21 cfr part 803. Unomedical hereby consider this case to be closed.